Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the permanent implant was not working as well as the trial. The patient said they had the implant placed for both bladder and bowel issues. The patient said they had gone to two years of pelvic floor physical therapy for two years with no success prior to the implant. The patient said they had been tweaking the implant periodically and the manufacturer representative (rep) had helped them change the program. The patient said they had a knee surgery on (B) (6), 2026 and said that on (B)(6) they had another knee surgery. The patient said that the therapy was turned off for the knee surgery and then after therapy was turned back on but their symptoms had gone down hill since then. The patient said that they were on their third package of 72 package of pads. The patient said they just had to go to the bathroom with number 2 and they almost didn't make it to the bathroom and had already gone through 4 pads today. The patient said they had tweaked the settings since then but with no success. The patient said they were currently on program 1 at 3.4 ma and they didn't feel stimulation but would feel this sensation when they would get in different positions where it was annoying and they would have to adjust stimulation down for it to be comfortable. The patient said they had called their rep about a week after their surgery but the patient never heard back. The patient said that their managing physician told them to call their manufacturer before they made an adjustment. The agent reviewed information about therapy and adjustments and the patient changed programs during the call. The patient went to program 3 and increased stimulation to where they felt it comfortably in their bicycle seat area. The patient said they had not felt stimulation like that since they had their knee surgery. The patient denied any falls or trauma. The patient would maintain stimulation and monitor symptoms. Additional information was received from a manufacturer representative (rep). The rep reported that they would follow up with the patient.

Manufacturer narrative:
B3.date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.